Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called and reported that they got hospitalized due to low blood glucose on (B)(6) 2017 with blood glucose of 27 mg/dl at the time of the incident. The customer was running high, their basals were adjusted, and the customer thinks they were over adjusted. The customer was given a lot of sugar to treat. The customer was wearing the insulin pump during the incident. Troubleshooting was not completed. The insulin pump will not be returned for analysis.

Manufacturer narrative:
The correct information has been provided with this report.